Manufacturer narrative:
One smiths medical cadd legacy pump was retuned for analysis in a good condition. Event log history was performed and indicated that error 1720 was recorded in history. During analysis, the device was powered up and it alarmed ec 1720 which is an issue with the back-up capacitor. Service will replace the back-up cap to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited "lec 1720". No patient was involved in this event. No adverse effects were reported.